Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported discomfort at pocket site and surgical intervention occurred on (B)(6) 2019. The environmental/external/patient factors that may have led or contributed to the issue are unknown. The diagnostics/troubleshooting performed related to the issue is unknown. No device issue was reported and no further patient complications have been reported as a result of this event.